Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: deposits have accumulated in the head unit, foreign matter or dirt has accumulated between the protector and the cable, the image appears blurry, and poor watertightness of the large product unit causes a decrease in watertightness. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: deposits have accumulated in the head unit, causing the image to appear blurry; poor watertightness of the large product unit causes a decrease in watertightness; and damage to the coupling unit may cause foreign matter or dirt to accumulate between the protector and the cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had oil leakage (light bleeding). The issue was found during set up. There were no reports of patient involvement.